Manufacturer narrative:
Complaint no: (B)(4). This report involves the same patient as in (B)(4). This report involves an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy dialysate, abdominal pain and diarrhea. On the same day, the patient was hospitalized through intensive care unit (ICU) for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with cefazolin and ceftazidime (dose, frequency and route not reported) for peritonitis. The patient was still in hospital and recovering from the peritonitis. Pd therapies were ongoing. No additional information is available. This is report 1 of 3.